Event description:
It was reported that during the procedure, "the user could not move the laser from standby to ready to mode". The doctor switched to "their laser" to complete the procedure. No further information was provided. Pt or user outcome: "no pt injury".